Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be partially deployed. The tip of the stent delivery catheter was found to be damaged. The stent delivery catheter was found to be deformed. The stent stabilizer was found to be severely kinked/bent. The stent was found to be deformed. During functional inspection, stent stabilizer/catheter friction, stent difficult/unable to advance or pullback through catheter ¿ fail. The significant friction was noted during the test. The catheter could not be deployed. An attempt was taken to remove the stent for further analysis. The stent was pulled out from distal end of the stent delivery catheter as it could not be deployed due to significant friction. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the analysis of the returned device. The analysis results are consistent with the reported event . The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. As per the additional information, the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. The device was returned and the stent, delivery catheter and stent stabilizer was noted to be damaged which is indicative of the reported event. It is probable that the device experienced difficulty during stent deployment due to the severely tortuous anatomy causing the entire stent device and delivery system to become deformed. An assignable cause of procedural factors will be assigned to the reported stent stabiliser/catheter friction and stent difficult/unable to advance or pullback through catheter and to the analyzed stent stabilizer kinked/bent, stent delivery catheter kinked/bent, stent delivery catheter deformed, stent partial deployment, stent deformed, stent stabilizer/catheter friction, stent difficult/unable to advance or pullback through catheter' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device revealed that subject stent was partially deployed. There was no clinical consequence to the patient due to this event..